Event description:
Baxter reported, "additional adaptor of the transfer set was not connected with the ti adaptor." The date of how long the set was in use was unk. There was no pt injury or medical intervention associated with this incident according to baxter.